Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced insufficient clotting/micro clots/fibrin clots and insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: customer states that lithium heparin with polymer gel is clotting too fast, and they feel their is not enough anticoagulant. The customer is evaluating centrifuge times and speeds to evaluate the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced insufficient clotting/micro clots/fibrin clots and insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: customer states that lithium heparin with polymer gel is clotting too fast, and they feel their is not enough anticoagulant. The customer is evaluating centrifuge times and speeds to evaluate the issue.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed, however insufficient additive was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting and insufficient additive was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin strand(s)/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. This complaint has not been confirmed for insufficient additive. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.